Event description:
It was reported during a coronary drug eluting stenting treatment procedure, crossing difficulties and stent damage were encountered. The de novo lesion being treated was located in the 99% stenosed, severely tortuous and severely calcified mid left anterior descending (lad). The 3.00x28mm taxus liberte stent delivery system (sds) was advanced to the target lesion but did not cross. When the device was removed stent damage was noted. The lesion was dilated with an apex balloon and a taxus liberte 2.75x24mm stent was implanted successfully. There were no patient complications and the patient condition was listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).